Event description:
After a trial lead placement, the patient reported left lower extremity pain. The patient was hospitalized and the leads were explanted. The patient has since been released. The patient was taking blood thinners prior to the procedure. The surgeon believes the pain was due to clots in superficial veins.